Event description:
It was reported that during a procedure involving one attain left ventricular (lv) lead and one zinger guidewire resistance was enco untered when attempting to remove the guidewire. The lesion being treated was mildly tortuous located in the mid coronary sinus (cs) lateral vessel. The guidewire had been inserted into the catheter and had reached the lateral branch of the cs as intended. However, resistance was felt when it was attempted to withdraw the guidewire from the catheter and the guidewire had become frayed. The guidewire was removed and upon removal was observed to be damaged. The guidewire was not inspected prior to use and was not prepped per IFU. The wire tip was not formed by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the guidewire had been inserted into the attain lead and had reached the lateral branch of the cs as intended. There were no difficulties noted when loading the guidewire. Resistance was not encountered when advancing the device. Excessive force was not used when advancing the device. The guidewire did not pass through the cell of a stent or a tight calcified lesion during delivery. However, resistance was felt when it was attempted to withdraw the guidewire from the attain lead and the guidewire had become frayed. As the guidewire could not be withdrawn from the attain lead, both devices were removed together. It was detailed that the metal fibers of the zinger guidewire had detached/unraveled, creating small loose strands. The guidewire tip was damaged but did not detach. Resistance was encountered during withdrawal of the device but excessive force was not used. The guidewire was not successfully used with other devices prior to difficulties occur. Intervention was not needed as a result of the guidewire detachment and there was no delay in surgery. There was no patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex d updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.